Event description:
Md fired the sureform stapler twice, removed it to use another instrument. When she tried to reinsert the sureform, it would not attach to the drape. Changed drape and tried with original 60 stapler and it did not work. We then opened a new 60 and it worked fine.